Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were occasional oversensed and undersensed ventricular beats observed on stored electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.